Manufacturer narrative:
(B)(4). This complaint was reported to baxter (B)(6) on 2/25/2015. However, due to a failure to correctly forward the complaint to the mfg facility responsible for this product (baxter (B)(6)), the correct MFR was not made aware of the complaint until 5/14/2015. No samples were returned for eval. The cause of the reported event remains unk; however, a supplier nonconformance investigation (smi) has been initiated. Should add'l relevant info become available, a follow-up report will be submitted.

Event description:
It was reported that an admin line spike connected poorly with the admin port of the tpn therapy bag. This connection issue resulted in a bag leak. The issue was discovered prior to pt admin. This report documents no pt involvement or adverse events. No add'l info is available.